Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that during a recanalization procedure, the device allegedly bent. It was further reported that the device was stuck inside the sheath and there was difficulty removing. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one seeker crossing support catheter was returned for evaluation. During the visual evaluation, a bent was noted just below the distal tip. No other anomalies were noted to the catheter. Therefore, the investigation is confirmed for material bent as there is a bend noted to the distal part of the catheter. However, the investigation is inconclusive for the reported retraction problem, as the device was unable to be functionally tested due to the condition of the device. A definitive root cause for the reported material bent issue and retraction problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the device allegedly bent. It was further reported that the device was stuck inside the sheath and there was difficulty removing. There was no reported patient injury.